Event description:
The manufacturer was contacted in reference to a thermal complaint on a cough assist device. The manufacturer received information alleging whirring noise and burning smell coming from the device. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to a thermal complaint on a cough assist device. The manufacturer received information alleging whirring noise and burning smell coming from the device. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified by the patient. Due to no customer information, good faith effort was unable to be done. Attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.